Event description:
As reported, the powerflex pro 12mm 4cm was used for post dilation after a non-cordis stent was placed. This was the second balloon that ruptured. However, the balloon ruptured at 8atm. Angiography checked, and the procedure completed. There was no reported injury to the patient. This was an evt case. The lesions are in both of the common iliac arteries which had stenosis. A non-cordis guidewire crossed the lesion and an ivus checked. Pta was performed with a non-cordis balloon catheter. A non-cordis stent was implanted as shotgun at both of the common iliac arteries. At first a non-cordis balloon catheter was used for post dilation but ruptured. The first balloon catheter used for post dilation was a 12mmx40mm non-cordis balloon catheter. The device will be returned for evaluation. Additional information was requested; however, the information could not be obtained.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d4, g3, h1, h2, h3 and h6 as reported, the powerflex pro 12mm 4cm was used for post dilation after a non-cordis stent was placed. However, the balloon ruptured at eight atm. The first balloon catheter used for post dilation was a 12mmx40mm non-cordis balloon catheter; however, it also ruptured. Angiography was checked, and the procedure completed. There was no reported injury to the patient. This was an evt case. The lesions were in both common iliac arteries which had stenoses. A non-cordis guidewire crossed the lesions and ivus checked. Pta was then performed with a non-cordis balloon catheter. A non-cordis stent was implanted as shotgun at both common iliac arteries. Additional information was requested; however, the information could not be obtained. One product was returned for analysis. One non-sterile powerflex pro 12mm4cm 80 percutaneous transluminal angioplasty (pta) balloon catheter was received for analysis inside a plastic bag. Per visual analysis, no anomalies were observed on the unit via naked eye. Per functional testing, a lab sample inflator/deflator device partially filled with water was attached to the inflation lumen of the unit and pressure was applied. However, a leakage was observed at a rupture on the balloon. No other anomalies were observed. Per microscopic analysis, sem was performed to the received balloon unit to identify the possible root cause of the balloon rupture. Results showed that the powerflex pro 12mm4cm 80 external surface of the balloon presented evidence of a ruptured condition and a secondary scratch mark along the external surface area, this type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch mark on the surface probably led to the damaged condition found on the received device. It can be inferred that the material¿s damage was originated with a sharp object from the outside surface zone of the device¿s balloon. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82222537 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ was confirmed via device analysis as a leakage was noted on the balloon surface due to a puncture/rupture. However, the exact cause cannot be determined. The device was used for post dilatation and ruptured intra-stent, stent struts can easily damage balloon material when attempting to cross inside the stent or upon inflation. It is likely the stent struts, procedural factors and stenotic vessel characteristics contributed to the reported events as evidenced by device analysis. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.